Event description:
Caller states he tested 4.4 inr and >8.0 inr on coaguchek xs system 1 and 4.1 inr on coaguchek xs system 2. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).